Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had a laser lead extraction of system. Additional information indicated that the lead was infected or contaminated and had grown vegetation. There was no additional adverse patient effects were reported. This rv lead was explanted.